Manufacturer narrative:
(B)(4). Date is an approximation as the exact date of the strokes was not reported. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's husband called technical services in response to a notification letter he received and reported the patient was deceased. During follow-up with the patient's nurse she reported the patient started peritoneal dialysis on (B)(6) 2013 and the patient's date of death was (B)(6) 2016. The patient was an active pd patient at time of passing. The patient experienced several strokes in the 6 weeks prior to her passing and passed away from complications related to the strokes. The patient was hospitalized for strokes. The patient's nurse did not believe fresenius products were associated with the patient's stroke. The patient had renal vasculitis and this was the cause of patient's end stage renal disease. The patient's nurse reported she was unaware if patient was in hospital when patient expired.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records and device record review of labeling, material, and process control could not be performed as the serial number was unknown.